Manufacturer narrative:
(B)(4). It is indicated that the device was discarded by the site and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification, pre-dilatation was performed. A 2.5x8 xience v stent delivery system (sds) was advanced with significant resistance due to the calcification and tortuosity and implanted in the target lesion; however, after the stent was implanted a dissection was noted at the distal edge. A 3.0x23 xience v sds was advanced and implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.